Event description:
Boston scientific crm received information that this device reached end of life in approximately 3.5 years. It was noted that the patient had not been seen since the day after the implant procedure and the outputs were programmed to 5.0 v @ 50 ms. As a result, the device was explanted. No adverse patient effects were noted.

Manufacturer narrative:
The explanted product has not been returned. If the product is returned for analysis or if additional information becomes available, this report will be updated.